Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The health care professional reported the patient had poor stimulation coverage, and the device was reprogrammed multiple times. The leads and extensions were removed due to the poor coverage/effect and replaced with a new lead. After the replacement, the patient developed chronic abdominal pain. The hcp stated the patient had an infection, and the lead and stimulator were removed.